Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient presented with significant pain. Imaging revealed severe osteolysis and posterior column fracture. The plan was to potentially keep the cup and cement in a dual mobility liner however the cup was loose and came out when trying to remove gxl liner. Fresh frozen femoral head and dbm grafting was performed. The patient was converted to a competitor's 60mm multihole cup and dual mobility liner. A new femoral head from exactech was used biolox delta option 28 +7. The hip was stable with good range of motion (rom). Patient last known to be in stable condition.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) the revision reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear, subsequent particle-induced osteolysis and bone fracture after being implanted for 14 years. However, this cannot be confirmed as the devices were not available for evaluation and no pictures or x-rays were provided at the time of this evaluation. The most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.